Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. The relationship between the product and reported incident cannot be established. A review of manufacturing records for the reported lot number found no non-conformance's or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A picture of the device has been sent and it shows the device shaft completed detached from handle. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force on handle. No containment or corrective actions are recommended at this time. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a left shoulder surgery for rotator cuff repair, the opus speedscrew implant handle broke in half after insertion and before disengaging from the anchor; it basically fell apart. The sutures were arthroscopically cut and the anchor and device were removed. Another anchor was successfully deployed into the same tap hole. Surgery was delayed for 10 min as consequence of the allegation. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.